Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their upper aligner is cutting their tongue. Patient filed the sharp area on the aligner, and this did not work. Requested photo of are from patient. Educated patient on 14 day wear due to no hyperbyte use. Advised bite and boil and to hold upper and lower.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.